Event description:
It was reported that during a coronary diagnostic proceure, while the physician was pushing the catheter through the super sheath, the valve in the hub of the sheath dislodged and was pushed further into the sheath by the catheter. The super sheath was removed and replaced with another super sheath to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.